Event description:
It was reported that during a cardiac ablation procedure, there was an attempt to return the flexcath contour to the left atrium but was unsuccessful. The pulse select loop catheter appeared deformed. Additional pulses were delivered with the deformed catheter. Noise was also detected. When the pulse select catheter was withdrawn from the sheath, a thread-like object was also removed. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012970130 was returned and analyzed. The sheath was received along with a package containing a clear plastic string approximately 5.5 inches long. Visual inspection before functional testing and dissection was performed on the shaft, handle, and dilator. No anomaly was identified during the external visual inspection. All the handle, shafts, and sideport were intact with no apparent issue. The following functional testing was performed. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90 degrees (°) and 180°, as well as secondary deflection at 90°, were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) on the device showed the message "severe leak," which failed the test (should be inside the range of -0.3 psig and 0.3 psig). The aspiration test with negative pressure of 8.5 psig showed the pressure decay in the device was 0.002 psig (should be inside the range of -0.3 psig and 0.3 psig). The performance test was failed. Dissection and pressure testing of the returned device revealed a leakage at the hemostasis valve; the valve disk was suspected to be torn. The valve was isolated from the circuit, and the performance test with the sentinel blackbelt leak tester was repeated. The pressure test with 45 psig showed the pressure decay in the device was 0.055 psig (should be inside the range of -0.3 psig and 0.3 psig). The aspiration test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.012 psig (should be inside the range of -0.3 psig and 0.3 psig). All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. Borescope inspection revealed delamination of the inner liner within the sheath. The foreign material reported is most likely a segment of the inner liner that became deta ched and was stripped from the sheath wall during catheter insertion, consistent with mechanical interaction between the catheter and sheath lumen. In conclusion, the reported issue (foreign material) was confirmed through testing. The sheath failed return inspection due to torn hemostasis valve disk and existence of the foreign material due to delamination of the inner liner of the sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.